Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (treatment) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There is no indication that the monitor malfunction caused or contributed to the inappropriate treatment event. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treatment) was confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to thermally damaged esd700 diode array on the distribution node pca. Upon inspection, conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. There is no indication that the damaged belt caused or contributed to the inappropriate treatment event.

Event description:
7/8/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient was treated on (B)(6) 2019. The patient reported she "saw a flash" during the event. Review of the patient's continuous ECG data indicated that the patient received an inappropriate defibrillation event consisting of one shock. The patient was conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient was in the hospital following the treatment event.